Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. A customer photo was submitted for evaluation. Visual inspection of the customer photo identified blood in a tube with a hole in the bottom. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4205717.

Event description:
It was reported that the 16x100 mm 10.0 ml bd vacutainer® plus plastic serum tubes broke while inverting them. No mucous membrane exposure, injury, or medical intervention.